Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Device evaluation is not complete at the time of this report. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using a single use 3-lumen sphincterotome v, the colored marking on the distal end of the device detached in front of the papilla. Per the customer "it cannot be confirmed for certain if the color particles were recovered from the patient. If so, they were then aspirated. The procedure was completed successfully with another papillotome of the same design. There was no clinically relevant extension of the procedure, only short instrument change. No injuries or any other harm to the patient occurred."

Manufacturer narrative:
This report is being updated to provide investigation findings. Physical evaluation of the suspect device: the marking of the distal end of the tube was partially peeled off. Peelings of the marking areas were observed in the longitudinal direction of the tube. However, the proximal marker (green) was not peeled off. The markings did not rise from the surface, and no peelings were observed when touching the area using fingers. The coated portion was slightly torn. The coated portion was not missing. Other abnormalities were not found in the device. The device history record (DHR) for the device was reviewed and it was confirmed the device met all design and safety specifications when it was shipped. Replication performed : investigation was carried out on kd-v411m-0725, which has the same tube materials and the marking process as the subject device. The forceps elevator was raised after inserting the kd-v411m-0725 test device into the jf-260v. After that, the kd-v411m-0725 was withdrawn from the jf-260v with the distal end of the tube was contacting the forceps elevator. Paint residue that was peeled off from the tube was observed on the forceps elevator. The instructions for use shipped with the device provided the user with the following information related to the reported event: ·do not extend or insert the instrument abruptly, and do not force the instrument if resistance to insertion is encountered. Reduce the angulation or lower the forceps elevator of the endoscope until the instrument passes smoothly. Otherwise, patient injury, such as punctures, hemorrhages or mucous membrane damage could occur. It could also damage the endoscope and/or instrument. ·do not advance or extend the instrument abruptly. This could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument. ·insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. ·do not withdraw the instrument from the endoscope if the forceps elevator is up. This could damage the instrument. ·if resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal could damage the instrument or endoscope. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Conclusion summary <peeling of the marking > based on condition of the subject device and past investigation results, it is possible that the subject device was inserted into / withdrawn from the endoscope while the forceps elevator was highly raised. Therefore, the marking area was possibly rubbed from the effect of contacting the forceps elevator or the distal end of the endoscope, causing the peelings of the marking. <damage of the coated portion> based on the similar complaint investigation results in the past, a likely mechanism causing the tear of the coated portion of the wire might be the following: 1. The slider was pushed more than needed causing the cutting wire to deflect. 2. The deflected coated portion of the cutting wire and the metal part of the distal end of the endoscope came into contact when the forceps elevator was raised. 3. The tube was moved back and forth in the situation of description ¿2¿, causing the metal part of the distal end of the endoscope to scratch the coated portion of the wire. As a result, the coated portion of the wire was ruptured.

Manufacturer narrative:
Corrections: d4 - lot number added, h3.